Event description:
It was reported that the pt had heard a fog-horn like sound ever since the initial stimulation in 2002. Problem occurs with the speech processor both off and on. No changes in telemetry values were observed while the pt was experiencing the sound. Fog-horn sound now occurs every 12-16 hours which greatly disturbs the pt.